Manufacturer narrative:
A siemens field service engineer(fse) was sent to the customer site. After analysis of the data from the siemens instruments, the fse determined that there was an error in the (B)(4) laboratory information system (lis) software. The (B)(4) lis software was corrected by (B)(4) (the manufacturer of the lis system). All siemens instruments are performing within specifications. No further evaluation of the devices is required.

Event description:
The (B)(6) reported 11 incorrect results. After the issue was discovered and corrected in the (B)(6), the correct results were reported out. There were no reports of adverse health consequences or known patient intervention due to the incorrect results.